Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It has been reported that one bd precisionglide¿ hypodermic needle has been found with the needle piercing through the shield. The following has been provided by the initial reporter: needle through shield. Customer does not know the batch of the material.

Event description:
It has been reported that one bd precisionglide¿ hypodermic needle has been found with the needle piercing through the shield. The following has been provided by the initial reporter: needle through shield. Customer does not know the batch of the material.

Manufacturer narrative:
H.6. Investigation summary: batch history analysis (DHR), maintenance records and quality notifications could not be performed due to batch number not being provided. Customer photos were available for evaluation and investigation was possible and root cause determined for the incident. According to the photo sent, it was identified that during the assembly of the needle, the cannula wound up between the protector and the cannon. Thus at the moment of mounting the shield on the cannon, it occurred that the cannula crossed the shield and bent the cannula. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10.